Event description:
A mayfield skull clamp was involved in an event during a procedure. The event was described as follows, "at the end of the operation the patient sustained large head lacerations from the mayfield skull pins when the mayfield head ring jammed upon removal." It appears the ratchet extension arm was not able to be released and the skull pins lacerated the patients skull. The mayfield was returned to the integra service centre - clamp was tested and was found to be in correct working order. Additional information received; the sales representative will be attending the hospital soon to ensure they are using the skull clamp properly. The service centre staff suspects the swivel adaptor a-1115 may possibly still have been attached making it not possible to disengage the ratchet extension arm using the quick release knob on the main assembly of the a-1059. The hospital will not release any further information.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.